Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was too flimsy. The customer stated they are having trouble replacing the tube during routine trach changes. Similar problem as the other patient. Both patients are special needs, young teenage boys with a robust cough reflex. During trach changes they require a lot of force to pass the tube through the stoma. They found that the entire unit bends in half when trying to pass it through the stoma.